Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee.

Event description:
It was reported the patient had a return of symptoms and experience a shocking sensation in the lead area. X-ray indicated a break in the lead just above the extension connection. The break appeared to be close to the extension connector behind the patient's ear. The lead was replaced. The electrode end of the lead was damaged during dissection and removal. The patient outcome was not provided.